Event description:
4/7 - pt received one injection of synvisc in right knee, and developed pain in the knee the same evening. 4/9 - pt went in for follow up visit with ortho. Right knee developed effusion 20-30 cc, no erythema, rom 0-135 degrees without significant pain. 4/13 - follow up visit: pain and swelling of right knee resolving, no erythema, rom 0-120 degrees with pain at maximum flexion. Residual effusion 30cc. Diagnosis: acute synovitis.